Event description:
It was reported that the patient underwent a modified lathrop procedure for frontal sinus stenosis. While the surgeon was drilling out the sinus area the bur head snapped off the device. The surgeon was using the device at 120000 rpm in a forward direction. The surgeon had to retrieve the bur head from the patient's sinus. A second bur was used but bound up. A third bur head was used with no further issues. The surgery was delayed a few minutes to retrieve the broken bur head and switch out burs. Reportedly, there was no patient injury during the procedure and the patient has had no problems post-operatively.

Manufacturer narrative:
(B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.